Event description:
It was reported a patient's atrial lead presented with failure to capture, further analysis showed dislodgement. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.